Event description:
It was reported that one week post implant the patient presented with high thresholds. One month later, the patient presented with right arm swelling. X-ray revealed a pleural effusion. Lead perforation was suspected but could not be confirmed via echo. Upon explant, the lead tip was found to be bent. The helix could not be retracted back into the lead tip. The lead was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.